Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) checked the entire path of the substrate line. The fse did not note ay leaks and notes all fittings were tight. Fse found substrate moisture under a line label near a fitting. Per fse, the fitting would have to be loose to cause the substrate moisture. Fse was unable to determine any definitive instrument malfunction. Bec internal identification is (B)(4).

Event description:
The customer contacted beckman coulter inc (fse) to report a substrate leak coming from the access 2. Bec recommended the use of personal protective equipment before troubleshooting. The customer troubleshot the instrument. Customer technical support (cts) instructed the customer to investigate the substrate bottle. The customer reported no cracks and the lid is on tight. The cts had the customer follow the lines that deliver substrate into the instrument. The customer noted all connections are secure and she cannot see any leaks. The cts had the customer inspect the substrate probe. The customer reports the white fitting is secure in the substrate heater block and cannot see any cracked tubing. No injury or exposure was reported. The customer did not seek or need medical attention.